Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the phenomenon "when device was withdrawn, ud angulation control knob was loose. That caused slight amount of bleeding and injury in the gastric mucosa." Occurred due to angulation to be out of specification that may have caused the patient injury. Olympus confirmed insufficient angulation range. However, olympus confirmed no nonconformity related to the bending mechanism or engagement mechanism for the angulation control knob. The root cause of the phenomenon could not be identified. The event can be prevented by following the instructions for use which state: "gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection 3.3 inspection of the endoscope". Olympus will continue to monitor field performance for this device.

Event description:
The doctor reported that the angulation was hard to operate during use, and then applying force to operate the angle, causing bleeding of the gastric fundus mucosa. Then immediately performed the hemostasis operation. The fault may be caused by the broken angle wire. The patient underwent emergency procedures at that time and the reported defect occurred during the operation after reprocessing.

Manufacturer narrative:
H6: health effect: clinical code: appropriate term: pneumoperitoneum. Tissue injury: gastric mucosa scratch. This device was returned for evaluation. Inspection results were: the angle wires were stretched, the control section had leakage, the light guide bundles were damaged, the light guide lens was damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that during therapeutic endoscopic radial incision and balloon dilation, when retracting the gastrointestinal videoscope for inspection, suddenly discovered that the upward/downward angulation switch was loose, and the angle of the lens head was automatically released, causing the gastric mucosa scratched, approximately 1.8cm long, with a slight amount of bleeding. The endoscope was immediately replaced and the titanium clip was used for local suturing. After completely suturing the wound, no bleeding was observed and the gastric cavity was well filled with air. After checking the abdominal xray, it was found that the patient had pneumoperitoneum and no abdominal pain or fever. The abdominal muscles were soft, and the patient was temporarily treated with anti-infections, acid suppression and fluid replacement. The patient was observed to be normal and has been discharged from the hospital. The device was not inspected before use. There were no reports of further patient or user harm associated with this event.